Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted no abnormalities. One 8 dpt single use loading unit (sulu) with a full complement of tacks, proper timing and the shipping wedge attached was received. No scratches were noted on the inner tube of the sulu. The articulation knob functioned properly. Additionally, the handle could be actuated and cycled properly with no sulu attached. The returned reload could be loaded onto the returned instrument. The instrument was applied to the appropriate test media. All eight tacks deployed and seated properly in the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic ventral hernia repair, while fixating the mesh, the ¿push to reload¿ button was difficult to press. The green and red buttons would also not toggle back and forth. Another tacker was used but there were issues with the reloads. The surgeon tried switching the standard and deep purchase tacks; however the reloads could not be interchanged. Another device was used to complete the case. There was no patient injury.